Event description:
I have had vaginal irritation almost ever since gynecare tvt secur mesh by johnson and johnson was put in me in (B)(6) of 2007. I had one erosion repaired in 2009. The irritation finally developed into bacterial infection starting in (B)(6) of 2011 which led to a bad allergic reaction. I was put on two antibiotics, two steroid medications and estrogen. I have not felt well since. I have a constant burning pain in my vagina and bladder. I have chronic pain from two back fusions to start with but now my pain has doubled and I am not able to walk two blocks w/o severe pain in my back and legs. Since the allergic reaction I have experienced numbness in both arms and legs, I have had frequent utis. Also carpel tunnel in one wrist. I have an unexplained pain in my right side which started after this reaction. My gynecologist wanted to take the device out and put another mesh in but stated he would not be able to get all of the old mesh out because it has grown into my flesh. I decided to get a second opinion, so I went to (B)(6). He says he cannot take it out because of my age and scarring. He found another erosion and also a stitch showing. He will repair that on (B)(6). Reason for use: bladder prolapse.